Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted if additional information becomes available.

Event description:
According to the customer: "during a cardiac surgery procedure, there was blood and prime liquid leakage from the arterial filter. We excluded the arterial filter with the shunt of the circuit and finish the procedure." (B)(4).

Manufacturer narrative:
Maquet cardiopulmonary (B)(4) is aware of similar complaints from this product. Similar products, showing a similar malfunction, have been tested with complaint (B)(4). Maquet cardiopulmonary (B)(4) received the product back for manufacturer investigation. During laboratory investigation a tightness test was performed. Thereby a leakage between housing and cover has been detected at the quart filter. Therefore the reported leakage could be confirmed. The sample in question has also been investigated in our laboratory and the failure leakage at the housing could be confirmed. The failure is already known to the manufacturer and has been thoroughly investigated. The most possible root cause is the bad bonding between housing and the cover of the quart filter. Based on this no further action will be completed at this time. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).